Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in three segments for analysis. Internal insulation abrasion was noted at 13.7-15.0cm, 15.3-15.5cm, and 15.6-15.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.